Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is unhappy with post operative vision in the right eye. Reportedly the patient feels the lens does not provide adequate range of vision. The patient had previous lasik surgery - right eye. A yag procedure was performed, however the reason for the yag procedure was not provided. The surgeon indicated that "most likely cause of blurred vision is dry eyes, although patient does not feel that his eyes are dry, therefore is non compliant with recommended treatment". The patient's current prognosis is good. Patient's uncorrected visual acuity is 20/30 distance, 20/15 intermediate, and 20/20 near.